Manufacturer narrative:
Concomitant medical products and therapy dates: model: 3288, scs lead, therapy date: unknown. The event and explant dates are unknown. During processing of this complaint, an attempt was made to obtain the patient's weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2020-01943. It was reported the patient had been receiving ineffective therapy. In turn, their scs system was explanted and replaced with a pain pump to address the issue.